Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, a mcgill forceps was used to retrieve the capsule from the back of the throat. The pt was not injured following the procedure.